Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the tandem-provided charging supplies and the pump began burning or melting. Reportedly, the pump was charging during the event. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb cable burning/melting issue was verified, but the ac power charger and battery burning/melting issue could not be verified.